Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 3 devices were involved in this event: 1222780-2023-00377, 1222780-2023-00378.

Event description:
It was reported that on (B)(6) 2023 a myosure procedure was performed and yellow debris was spotted coming out of the cutting window of the device. The doctor removed the device and inserted a 2nd device and again saw the yellow debris trying to float out of the cutting window. The doctor opened a reach device and saw the yellow debris from the cutting window. They were using the fluent system for this procedure. The doctor did not perform any other procedure prior to the myosure. The doctor said the debris did not appear until the device was inserted into the scope. The patient did not have an iud. They removed the debris, which was the size of a coarse grain of salt. It was not retained for investigation. No additional information available.